Event description:
The customer reported that the couch moved down by itself. Philips field service engineer (fse) confirmed that there was no harm to the pt or operator. While evaluating the system, the fse found that the down button on the CT box was sticking engaged after being released due to contrast residue on the button. The fse replaced the CT box to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).